Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. The battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B) (6) male patient contacted lifecor customer support to report that one of the battery packs would not start the system. He stated that when he placed this battery pack in the charger, the "battery pack fault" led illuminated. Support sent the patient a replacement battery pack.